Event description:
The manufacturer received information from a customer that a ventilator inoperative condition occurred. There was no serious patient harm or injury that occurred or was reported. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a supplemental report will be filed.

Manufacturer narrative:
The reported failure of vent inoperative condition on a trilogy evo is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Manufacturer narrative:
The manufacturer previously received information from a customer that a ventilator inoperative condition occurred. There was no serious patient harm or injury that occurred or was reported. The trilogy evo was returned to the manufacturer service center for evaluation, and the ventilator inoperative alarm was duplicated. During the evaluation, ventilator inoperative error code was observed. The error code observed was evt_mach_flow_drift_high. Evt_mach_flow_drift_high indicates that the machine flow sensor is deviating from the standard. The flow sensor was preventively replaced to prevent the possibility of a recurrence. The ventilator inoperative failure is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.